Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incontinence correction gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced abdominal, back, and pelvic pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/21/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/18/2020. Additional b5 narrative: it was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported the patient experienced urinary tract infections.